Event description:
A customer contacted beckman coulter (bec) reporting a very slow cartridge chemistry (cc) sample probe leak in the unicel dxc 600i synchron access clinical system. The customer stated that the leak was observed from the wash collar beneath the cc sample probe. The instrument also generated "cuvette dirty after washing" error messages which alerted the customer of the issue. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed that the cc sample probe dripping. The fse replaced the wash collar, valve solenoid, and 2-way solenoid valve. The fse also performed sample probe alignments and verified system performance. Primary failure mode is unknown. Multiple parts were replaced, any of which could have caused or contributed to the event. Bec identifier for this report is (B)(4).